Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-21355. It was reported one of the patient's scs leads migrated and is causing ineffective stimulation. As a result, surgical intervention will be taken at a later date to address the issue as an unrelated health condition is being addressed prior to the procedure.